Manufacturer narrative:
H3: the service report (B)(4) confirmed the reported event that the drill bit was found stuck inside nose cone and noted that broken fragment of bur found stuck inside (handpiece) nose cone; bur was broken at the end and small piece of bur got stuck inside nose cone; broken piece was removed. Visually, only the bur tang 0.19 inches in length was broken off from the rest of the device and the only portion returned. Under magnification, there were striations on the bur tang. Functional testing could not be performed due to the broken state of the device. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during self test that 1 mm drill bit is stuck inside the handpiece. There was no patient involved.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.